Event description:
The customer stated that he was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 26 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The displacement and prime tests passed. A tubing clamp was not available to perform the high pressure test. The customer stated that he thinks the settings on the insulin pump need to be adjusted. The customer was advised to contact his healthcare provider for assistance adjusting his insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.